Manufacturer narrative:
H10: the actual device was not available; however, photographs and video of the sample were provided for evaluation. Visual inspection observed a blood leak at the level of the anticoagulant line. The reported condition was verified. Visual inspection also confirmed flolan was used as an anticoagulant and is incompatible with the prismaflex sets because they do not contain pet but contain some polyethylene terephthalate glycol components.this is an abnormal use by the operator or user. Based on available information, it is unlikely that a malfunction of the prismaflex st150 set caused or contributed to the reported event of blood loss. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three hours after starting treatment with a prismaflex st150, an external blood leak was observed from the anticoagulant line. There was no patient injury or medical intervention associated with this event. No additional information is available.